Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 9063708. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200812519, 200813036] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that during use liquid foreign matter was found on the needle tip with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that there was a drop of liquid on the tip of the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use liquid foreign matter was found on the needle tip with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that there was a drop of liquid on the tip of the needle.